Manufacturer narrative:
Device evaluation follow-up #2 submitted 3/31/2016: the device was returned to animas and evaluated by product analysis on 03/22/2016 with the following results. The black box shows evidence of the alarms. Removed pump cover; piston was unable to advance due to stripped lead screw and brass piston insert. Unrelated to the complaint, display screen has a pinkish contrast; battery compartment is cracked above the bumper pad; returned battery cap has stripped threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump emitted a no cartridge detected alert when the cartridge was connected to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Problem description, submitted 02/26 /2016 as follow-up #1: upon review of the complaint record, the alleged issue was deemed to be one of prime/load step malfunction.